Event description:
Put on the improved stayfree pad, and my face began to flush, and I began to feel as though I was experiencing an allergic reaction. I removed the pad and used soap and water, and in about 15 to 20 minutes the reaction subsided. I then called the company, and they stated they had added more absorbent gel to the pad - so evidently I'm allergic to the gel. That's when I contacted you all in case you needed to investigate the cement of the gel they are using. Currently using an all natural organic pad by free and clear - seventh generation - made by seventh generation, inc, (B)(4). They are wonderful - no problem at all. I believe all companies should go organic and not use gels. Also, have problem with formaldehyde - be good if they would leave it out of hairsprays, shampoo, cosmetics and household - wood floors and paneling. Distributed by (B)(4). Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: didn't restart. Why was the person using the product: using for bladder leakage. Allergic reaction to stayfree feminine pads (due to more added gel).